Manufacturer narrative:
Follow-up #1: date of submission 11/19/15. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2015 with the following findings: a review of the pump black box revealed evidence of voltage drops. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten. The battery cap measurements were within specifications. The battery cap threads were observed to be damaged. The battery compartment was observed to be cracked in the thread area and below the grip pad. Current draws were within specifications. The ¿battery life¿ issue was not duplicated during the investigation. Unrelated to the original complaint, there was evidence of moisture contamination on the underside of the battery cap. A leak test was performed and failed indicating a battery compartment leak. The pump case was removed and there was no evidence of additional moisture contamination found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.